Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as patient retained the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised for wear of the polyethylene. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences have been reported.

Manufacturer narrative:
Concomitant medical products: knee-nexgen-femorals-unk, lot#unk, item#unk, knee-nexgen-tibial trays-unk, lot#unk, item#unk. The reported event could not be confirmed based on limited information received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history search with the information provided. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.